Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Review of x-rays received demonstrated anatomic alignment. There is prominent subsidence of the femoral component as described in the setting of a proximal femoral fracture. The fracture is not well delineated on the images but is presumably intertrochanteric as there is relative broadening of the intertrochanteric distance on the second radiograph (with femoral component subsidence) when compared to the first. There is some periosteal reaction and new bone formation along the medial proximal femur along the lesser trochanter reflecting a non-acute fracture. No abnormal radiolucency and no other contributing factors identified. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced stem subsidence due to fracture approximately two months post implantation. Patient was asymptomatic and was treated conservatively. Attempts have been made and additional information on the reported event is unavailable at this time.